Event description:
The customer observed false elevated alinity c calcium2 results. On (B)(6) 2026, sid (B)(6) (female, 70 years old) generated initial = 4.23 mmol/l (result not reported out of lab), repeated on another analyzer = 2.33, 2.94 mmol/l. The customer calcium reference range 2.2 ¿ 2.6 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a patient information: refer to section b5 for complete patient information.